Manufacturer narrative:
Internal complaint reference: (B)(4). Zhao, f., guo, l., wang, x., & zhang, y. (2021). Benefit of lag screw placement by a single-or two-screw nailing system in elderly patients with ao/ota 31-a2 trochanteric fractures. Journal of international medical research, 49(3), 03000605211003766. Doi: 10.1177/03000605211003766.

Event description:
It was reported that on literature review "benefit of lag screw placement by a single- or two-screw nailing system in elderly patients with ao/ota 31-a2 trochanteric fractures", after a trochantic fracture was treated with an intertan nail, three (3) patients had deep venous thrombosis. It was not reported how the adverse event was resolved. The outcome of the patients are unknown. No further information is available.

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, the article noted three (3) patients had deep venous thrombosis. Responses to the information request attempts and patient specific clinically relevant documentation had not been received as of the date of this medical investigation. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The clinical root cause of the reported deep venous thrombosis cannot not be further assessed; however, dvts are a known post-operative occurrence. The patients¿ outcomes beyond that which was documented in the article cannot not be determined as the patients¿ current health status remains unknown. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury and/or patient condition. The contribution of the devices to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.